Manufacturer narrative:
(B)(4). A follow up submission will be done upon completion of carefusion's investigation or additional information becomes available.

Event description:
Per customer: the line was connected to the catheter when the problem occurred. The problem had apparently happened several times before it was reported to me, with the same batch. There was no final damage (harm).

Event description:
The base of the drain line is disengaged from the connector. The line was connected to the catheter when the problem occurred. No harm or injury to patient.

Manufacturer narrative:
(B)(4). Our manufacturing quality engineer received photos of the actual sample from an unknown lot number for evaluation. Reported failure was confirmed during visual examination as the engineer detected the luer lock from the tubing was disconnected. Additionally, a device history review was also performed for the reported lot number manufactured on 09-nov-17; confirming procedural and functional requirements need for the product to be released were met. The most probable cause for the reported failure mode is manufacturing personnel not properly performing the assembly of the components and not identifying the failure during visual inspection. To prevent the recurrence of the reported failure the plant has performed awareness training to applicable manufacturing personnel. This failure mode will be entered into the complaint management system to be tracked / trended. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.